Manufacturer narrative:
Updated fields; b4, b6, d9, g3, g6, h2, h3, h4, h6, h10. The customer confirmed that neither the iab or iabp unit contributed to any patient harm. It was also stated by a getinge field service engineer (fse) that the was no need for repair on the unit. H3 other text : not returned to manufacturer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) quality of the ECG and the pressure waveform are of insufficient quality and cannot adequately trigger the iabp. Therefore the pump stopped in between. No calibration of the fiber optics possible after balloon placement and therefore no arterial pressure measurement. Switching to another machine did not fix the problem. The patient was transferred to the intensive care unit and died the next day due to poor health. Related complaint (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.